Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Two unopened packages were returned to kimberly-clark for investigation. The devices received are 8.0 mm kimvent microcuff subglottic endotracheal tubes (ett)for adults, catalog number code 13222 lot number aa4062v03. The device history record (DHR) review for the lot number aa4062v03 indicates that the devices were manufactured according to the procedures. No inconsistency or deviations were documented during manufacture of the reported lot. All qa visual inspections and in-process testing, which includes sampling to measure the strength of the inflation line to ett bond, met specifications. The first sample evaluated had the blue inflation line detached from the ett tube. This seemed a bond detachment. The components were examined with a uv light, since the adhesive used to bond the inflation line to the ett is uv fluorescent. During this test, a small speck of pink fluorescence was visible on the blue line and not noticeable on the ett tube. The second sample returned had the blue inflation line broken at the point of connection to the et t tube. A piece of the inflation line was still left in the ett tube (pictures of the samples are available in the sample evaluation attachment). The line appears to be cut. This could not have been caused during the manufacturing process. Since the actual sample was not returned for evaluation, and the two returned samples presented different faults, the findings of the current investigation were inconclusive, and the root cause for this reported event could not be determined.

Event description:
Kimberly-clark received a report from (B)(6) stating, "while in use on a patient the blue cuff inflation line became disconnected from its anchor point on the et tube resulting in cuff deflation. The patient had a period of low tidal volumes but the patient was successfully reintubated." (B)(4).